Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument to perform failure analysis. Manual articulation was performed without any issues. Additional observation(s) : the instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.79 mm offset at the tips. The grips do not show cracking damage. The complaint regarding broken cable was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.